Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned for analysis in 3 segments. External abrasion breaching the optim sheath due to friction to device can was noted at 15.2 to 15.7 cm and 23.2 to 23.6 cm from the connector pin. External insulation abrasion was noted due to another device or feature of the heart at 27.9 cm to 28.1 cm from the connector pin. External insulation abrasion was noted due to another device or feature of the heart at 34.0 cm to 34.4 cm from the distal tip. The etfe coating was intact at these locations

Event description:
This report is to advise of an event observed during analysis.